Event description:
It was reported that smart pass was disabled on the subcutaneous implantable cardioverter defibrillator (s-ICD). Technical services (ts) was contacted, and ts discussed turning smart pass back on. False positive atrial fibrillation (af) events were also noted due to ectopy. The s-ICD system remains in service. No adverse patient effects were reported. Additional information was received indicating smart pass had again been disabled. Ts discussed possible undersensing due to small signals. The health care professional also noted the s-ICD delivered six inappropriate shocks in an episode due to t-wave oversensing. The s-ICD system remains in service. No adverse patient effects were reported.